Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one sidekick was returned for evaluation. The returned device was visually inspected, which identified the outer catheter of the device to be twisted. In the area of twisting, the outer catheter was noted to be broken, exposing the metal braiding of the device. Therefore, the investigation can be confirmed for the alleged twisted material and additionally confirmed for the identified break. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the support catheter was used along with a recanalization catheter to cross a heavily calcified sfa. The support catheter allegedly became twisted during usage. It was further reported that the procedure was completed with another recanalization catheter. There was no reported patient injury.